Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a parity error. The cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi prior to implant. Device was replaced.